Event description:
During a check-out procedure at the manufacturer's service center, ventilator service required alarm occurred. The device was not in patient use. The device's internal battery was replaced to address the issue.